Manufacturer narrative:
The device was returned for evaluation. The investigation of the returned device did not confirm the problem reported by the customer. The lot number is cpmbpr serial number (B)(4), product code 82-3110. The position of the cam when valve was received was 130mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested; no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming; the valve passed the test. The valve was then pressure tested; the valve passed the test. Review of the history device records confirmed the valve, product code 82-3110 with lot number cpmbpr, conformed to the specifications when released to stock on the 12th november 2013. No root cause could be determined, as the problem reported by the customer could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
During the shunt surgery, the pressure setting of the shunt didn't work with codman hakim programmer(82-3190), so the shunt has been replaced with a new one immediately.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.